Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels and hospitalization. Customer experienced issues with their sensors as well. Customer went to the emergency room as a result of high blood glucose levels. Customer advised they had a raw and red abrasion where the sensor was inserted. Customer was advised to monitor the insulin pump and their blood glucose levels.